Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was reportedly a flashing screen with button response issues. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: the keypad cover was observed to be intact; all buttons were found to be unresponsive during investigation. Multiple colored lines were observed through the display. There was evidence of moisture visible behind display lens. The keypad cover was removed and no contamination was found under the contacts. A leak test failed due to a case crack leak. A crack was found between the case seal and display lens corner. The pump was opened; there was evidence of moisture found throughout the inside of the pump. An investigation step was unable to be performed due to an inability to advance past the verify screen. The audio bolus button (abb) cover was also damaged and punctured; however, the abb responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.